Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed to transition from dc to ac power and shut down with no alarm. There was no patient involvement .